Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. Reportedly, the sound settings were correct and the auditory feature was functioning at the time of the call. The reporter insisted that they have lost confidence with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent sound issue was duplicated in the evaluation. The pump powered up to the verify screen with vibratory feature. No tactile issues were found with the buttons. The auditory feature was low out of specifications and failed intermittently after activation. Pump casing was opened and a cracked solder was found on the sound mechanism.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.